Manufacturer narrative:
It was reported that the pt's age is "over 70". The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).

Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the suture of the left mesh leg broke midway between the needle, and the dilator when the physician was pulling it through the sacrospinous ligament using hemostats. The end of the suture with the needle attached was caught inside the capio device. The physician removed the mesh leg assembly from the pt, and completed the procedure with a new pinnacle anterior pfr kit and the same capio device, without any complications to the pt, which is reportedly "fine" post-procedure.